Event description:
It was reported that oversensing noted on the associated rv lead was interpreted by the device as an arrhythmia. No therapy was delivered as the episodes were too short. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.